Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
Arjohuntliegh received customer complaint related to maxi sky 600 ceiling lift. In regards to the complaint description, "a large lady" was lowered by maxi sky 6000 ceiling lift strap, (even though any controls being activated by caregiver/user) in a small gap between a door and a bath. This unfortunate sequence of events, caused that the resident was lowered on the floor in uncomfortable position, causing her a pain. Neither medical intervention nor hospitalization was required.

Manufacturer narrative:
On 30th jun 2017, arjohuntleigh received information about incident related to maxi sky 600 ceiling lift. The issue occurred in the (B)(6) hospice located in (B)(6). Based on the information reported by customer, the ceiling lift spreader bar lowered although no hand control button activated this feature. The caregiver tried to stop the movement of the device by using the emergency stop cord, but this feature did not work. As a consequence, the resident was lowered into a small gap between a door and a bath. No injury occurred, only pain was reported. Neither medical intervention nor hospitalization was required. The customer was visited by arjohuntleigh representative on (B)(6) 2017. During the device inspection, an uncomanded movement of the device could not be replicated. The technician found - that device up and down functions were inoperative. Following the technician opinion, when down function was activated by pressing down button on handset, the device worked for a few seconds and then stopped due to unknown reasons. When reviewing reportable complaints related maxi sky 600 and similar ceiling lifts registered during last 5 year (by awareness date sine jun 2012 until 2012 until nov 2017), we have found a two additional reportable complaints related to the uncommanded movement of the device (first was related to an unauthorized modification of the ceiling lift, second was related to electrostatic discharge). The occurrence rate observed for this failure mode is currently considered to be very low. It needs to be pointed out that all manufactured ceiling lifts are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications. Records of these inspections are documented in the device history record (DHR). The DHR for this unit was reviewed - no anomalies were recorded concerning claimed ceiling lift at the time of manufacturing process. It confirms that at the time the maxi sky 600 was released for distribution, it was fully operational and up to the manufacturer's specification. Also no anomalies were found in the information given about service performed on this lift which was is use over seven (7) years. The return of the involved device to manufacturer for further inspection was not performed. In respect to this information, we were not able to establish the exact cause why the uncommanded movement occurred and why the emergency stop cord was not working. The device movement was reported to occur during transfer of the resident, although no hand control button activated this feature. From that perspective, the device was not working according to the manufacturer's specification. Complaint decided to be reportable due to specific circumstances that could pose resident at risk of harm.

Event description:
On 30th jun 2017, arjohuntleigh received information about incident related to maxi sky 600 ceiling lift. The issue occurred in the (B)(6) hospice located in (B)(6). Based on the information reported by customer, the ceiling lift spreader bar lowered although no hand control button activated this feature. The caregiver tried to stop the movement of the device by using the emergency stop cord, but this feature did not work. As a consequence, the resident was lowered into a small gap between a door and a bath. No injury occurred, only pain was reported. Neither medical intervention nor hospitalization was required.

Manufacturer narrative:
On 3 oct 2017, it was clarified that the device is not available for return. A follow-up report will be provided as soon as the conclusion of the investigation would become available.